Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed the last basal delivery and the last bolus were on (B)(6) 2014. No alarms associated with the complaint were observed in the alarm history. The total daily doses added up to correctly reflect the user¿s programmed basal rates. A rewind, load, prime and fill cannula sequence were successful performed during testing. The pump was exercised for 24hr duration period with no errors occurring. At the end of the duration test the rewind, load cart, prime and fill cannula boxes all remained filled. The pump successfully passed a delivery accuracy test and was found to be delivering accurately. The complaint was not duplicated during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter indicated that the ¿fill cannula¿ box was not filled in on the screen. It was reported that the patient had a blood glucose (bg) reading of 433mg/dl with no symptoms indicated, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.